Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Following percutaneous coronary intervention, a small effusion was identified that required drain placement and administration of blood products. The clinical team determined the effusion was unrelated to the impella device. The patient remained stable on ongoing impella cp support, and the device was later removed on day 9 without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A2. Revised as it was reported incorrectly on the initial report that was submitted. A4. Added as this information was omitted from the previously submitted reports. B5. Added clinical assessment as it was omitted from the previously submitted reports.

Event description:
Clinical assessment: a 69-year-old male patient presents with amics. Impella cp placed. Small effusion noticed by md, requiring drain placement and blood products. Noted to not be impella related. Patient continued on support and recovered. Impella cp removed day 9 without issue. The impella cp will be coded to major bleed due to the anticoagulation and purge solution requirements.

Manufacturer narrative:
D3 manufacturer postal code should not of been reported in the initial report that was submitted. Manufacturer zip code was added. D4 primary UDI number was added as it was omitted from the initial report that was submitted. E1 added initial reporter facility name as it was omitted from the initial report that was submitted. H4 device manufacture date was added as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Peri-procedural adverse event (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Section d catalog number was corrected.